Event description:
Connected to IV infusions the PICC dressing was wet. Notified clinical admin who came and upon flushing and changing dressing, found leaking just under hub at proximal end when flushing the gray port.